Event description:
After 5+ monthes of implantation, this pacemaker was explanted because of a pocket infection.

Event description:
After 5+ months of implantation, this pacemaker was explanted because of a pocket infection.